Manufacturer narrative:
The t:slim pump user guide states: the default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was approximately 40-49 mg/dl. Carbohydrates and glucose gel were consumed to address the low bg. The customer reported to be a new pump user and was to be discussing the bg level with a healthcare provider so adjustments can be made to the pump settings. The customer had received an auto-off alarm. The bg level was not impacted due to this alarm. The pump history showed the proper alerts were received prior to the alarm. Tandem technical support informed the customer that the pump was operating as expected and to discuss the auto-off safety feature with the healthcare provider. The customer acknowledged the information. Insulin delivery was resumed.